Manufacturer narrative:
A non-conformance review was conducted for lot 2430300086 and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no device(s) returned for evaluation; therefore, the affected product(s) could not be evaluated to confirm the reported failure mode; however, based on previous events reported related to the issue ¿cannot connect to hub¿, CAPA qe-001381 was opened to address the reported issue through a more robust investigation.

Event description:
The customer reported defective connector. There was no patient injury.